Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm noted during testing. Unit functioned properly. Motor was tested outside the device and passed. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, stained end cap sticker and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 461 mg/dl. The customer¿s blood glucose level at the time of incident was 596 mg/dl and current blood glucose level was 235 mg/dl. The customer experienced symptoms such as tired and urination. The customer was treated with manual injection. The drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. The customer removed reservoir, did rewind, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The insulin pump will not be returned for analysis.